Event description:
Meter name: fast take, strip name: lifescan-fasttake, meter code: unk, strip code: unk, strip storage: unk, symptoms: none. A pt reported they were seen by dr. Their meter allegedly would only prompt apply sample. The result on their meter was unable to test. The result on the dr's meter was unk. No comparison performed. Treatment was unk. No further info has been reported.